Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). During treatment with the csi oad, the device got stuck on the csi viperwire guidewire and stopped spinning. The physician pulled the device back and tried to spin again, but the device remained stuck on the guidewire. The physician then removed the oad and guidewire as a unit. At this point, angiography revealed a perforation at the site of treatment. The physician resolved the perforation with multiple balloon inflations, but was unable to re-cross the lesion and aborted further intervention. The patient status remained stable throughout the procedure. Additional information was requested of the facility, but per their internal policies, they were not able to release any information to csi.

Manufacturer narrative:
Device analysis: the oad was received without the original saline line, guide wire or saline pump. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter of the crown and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft and saline sheaths were also measured and met their respective drawing specifications. An in-house .014" test wire was loaded through the device without issue. When tested using an in-house saline pump, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and its components functioned as intended with no abnormalities observed. While running the oad on low speed, the cable assembly on the back of the motor was doused with fluid using a syringe, but the oad continued to function as intended. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck on the guidewire could not be determined. The device was within specification, performed as intended and no defect was found. As the original guidewire was not returned, it could not be determined whether or not it was damaged or if it contributed to the event. The root cause of the perforation also could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).